Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there is a false contact on the power cable, sometimes it charges the battery sometimes not. There was no patient involvement.